Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that the patient experienced multiple occlusion alarms over the past 2-3 weeks while using an infusion set. The most recent event occurred on (B)(6) 2024, when the infusion set cannula was kinked within 3 hours of insertion in the abdomen. The user regularly rotates insertion sites and confirmed proper needle placement. The issue was resolved by replacing the infusion set and resuming insulin delivery. The user had experienced frequent and recurring infusion set issues. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.